Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer would click but not open. A field service engineer identified resistance in the left slide of the drawer, which occurred when the drawer was fully closed and just beginning to open. Upon inspection, found that the bearing cage had shifted slightly out of place and was able to reposition the bearing cage correctly. After making the adjustment, ran an acceptance test, which passed successfully. The customer then recovered the previously failed drawer, confirming that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer made a clicking noise but failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.